Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further inspection revealed that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Pcs-(B)(4) passed pre-test with no shaft frosting. Once treatment was started the prbe shaft began to frost, this was noticed immediately. The physician elected to monitor the patients skin and flush the area with sterile saline. No injury to the patient was detected using this method to keep frosting away from the skin.